Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a ht command extra support (es) guide wire was advanced and failed to cross the stenosed lesion in the lower extremity. The guide wire was removed and the tip [polymer] coating was noted to be partly missing and metal was visible. The missing guide wire part [polymer coating] likely remained in the patient. Another ht command guide wire was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a lesion in the common femoral artery that presented with calcification.

Manufacturer narrative:
(B)(4). Device return status. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the calcified and stenosed anatomy resulting in the reported failure to advance. Interaction with the calcified and stenosed anatomy resulted in the reported peeled polymer. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.